Event description:
Information was received from the patient via the company representative (rep) regarding the patient receiving intrathecal morphine (unknown) and bupivacaine via an implantable pump for spinal pain and chronic low back pain. The company rep reported that they got a call from the patient in the emergency room (ER), patient was "real sleepy and not with it." The company rep stated that the healthcare provider (hcp) was concerned that the patient was giving themselves a bolus every hour based on the dosing report. The company rep stated therapy details indicate the lockout interval was 3 hours, max activations 5, and dri was 1 bolus in 3 hours. The company rep called in to review the patient's dosing report from the handset. The company rep was going to circle back with the hcp. Additional information was received from the company representative (rep) reporting that a report was run on the personal therapy manager (ptm) and confirmed that it was delivering correctly, every 3 hours. Patient was discharged from the hospital and saw his managing pain physician and had a refill 2 days later. All was good with the refill and the programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the symptoms was unknown.